Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the mid left anterior descending (lad) artery with mild tortuosity and moderate calcification. Resistance was not felt during advancement of the 3.50 x 15 mm nc trek balloon dilatation catheter (bdc) through the lesion and it crossed successfully. The bdc was inflated twice at 16 atmospheres; however, it would only partially deflate at the distal end of the balloon. Attempts were made to further deflate the balloon by pulling negative pressure, but the balloon did not completely deflate. The nc trek was removed with resistance from the anatomy partially deflated. There were no adverse patient effects or clinically significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual, dimensional and functional inspections were performed on the returned device. The reported deflation issue was not confirmed. The difficulty to remove complaint could not be replicated in a testing environment as it is based on operational circumstances. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported deflation issues; however the difficulty to remove appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.